Event description:
It was reported the device was inserted on 12-july-2021. On 11-aug-2021, there was a "fissure in the venous way of the hub". No patient harm reported. The hub was changed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a video showing a chronic hemodialysis catheter while inside the patient. Visual analysis revealed that when the customer flushed the venous extension line (blue hub), fluid could be observed leaking from the hub. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The report of a leak at the luer hub was confirmed through analysis of the customer supplied video. Visual analysis revealed fluid leaking out of the venous luer hub (blue hub) when flushed. Despite this the appearance of the defect cannot be officially confirmed without the actual complaint sample returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the customer supplied video, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was inserted on (B)(6) 2021. On (B)(6) 2021, there was a "fissure in the venous way of the hub". No patient harm reported. The hub was changed. The patient's condition is reported as fine.

Event description:
It was reported the device was inserted on (B)(6) 2021. On 11-aug-2021, there was a "fissure in the venous way of the hub". No patient harm reported. The hub was changed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a connector assembly for evaluation. Signs of use in the form of biological material were observed inside both extension lines. Visual analysis revealed the venous (blue) luer hub was cracked and contained scratches on the body. The damage appeared consistent with repeated tightening on the luer. The instructions for use (IFU) provided with this kit states, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp". The connector assembly was functionally tested by injecting both lumens using a water-filled lab inventory 10ml syringe. Water leaked from the cracked hub when injected with water. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the venous luer hub was cracked and contained multiple scratches. The appearance of the crack was consistent with over-tightening on the luer hub. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.